Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) recorded three ventricular high-rate events which are non-sustained ventricular tachycardia (nsvt), sustained monomorphic ventricular tachycardia (smvt) where episode ended due to rate below vt cutoff and not able to see the end of vt event and lastly, the polymorphic ventricular tachycardia (pmvt) where the device charged and diverted due to spontaneous conversion of rhythm. Boston scientific technical services (ts) discussed that the device appears to be functioning as programmed. This device remains in service. No adverse patient effects were reported.